Manufacturer narrative:
A philips remote service engineer (rse) determined the main board was defective. The rse ordered and shipped a replacement main board to the customer site to resolve the issue. Based on the information available, the cause of the reported problem was the main board.

Event description:
It was reported that a "speaker defective" message was displayed. It is unknown if there was still sound coming from the device. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.

Event description:
It was reported that a "speaker defective" message was displayed. It is unknown if there was still sound coming from the device. It is "unknown" if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.